Event description:
According to the customer: "temperature probe at venous inlet is not tight. Air is constantly sucked into venous reservoir. They remove temperature probe and replace it with a plug from top of reservoir. Problem is not resolved. It seems the problem is not the temperature probe, but the female ll in which the probe is inserted!?" It took place during patient treatment, no known consequence to the patient. (B)(4).

Manufacturer narrative:
A follow up medwatch will be sent after receiving further information. Additional information: the product mentioned is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k): k102919.